Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, upon interrogation, this right ventricular (rv) lead exhibited an alert for high out of range pace impedances. The impedances were greater than 2500 ohms, when in july, they were stable at 1750 ohms. In addition, the pacing thresholds were 2.7v and increased to 6v at 0.5ms. At this time, the lead remains in service and the patient is being monitored. The patient is expected to receive a revision at a later date, but at this time, has elected not to due to other medical conditions. No adverse patient effects were reported.